Manufacturer narrative:
This user facility is outside of the united states. The necessary manufacturing history was not provided for review. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 3 of 7 MDR's filed for the same patient (reference 3002806535-2016-00531 / 00533 & 1825034-2016-02451 & 02505 / 02507).

Event description:
Patient was revised on the left side approximately two months post-implantation due to dislocation. The acetabular liner and femoral head were removed and replaced.